Event description:
Customer stated "switch started to smoke" product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the switch was not working. There was a cut by the strain relief which is likely due to excessive flexing of the cord over an extended period to time. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.